Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the fall happened because they turned too fast, and their legs freeze up making it hard to walk. They stated it is also hard to write, and speaking is hard to understand and not clear. The on and off symptoms control has not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They asked how long it would take for the therapy to completely work. They have gone to the hcp over and over again for adjustments that haven't helped. It has been on and off, where they felt like the therapy wasn't completely working, the patient stated that one month it would be doing not too bad and then not too good. Their balance isn't perfect yet. The patient didn't expect their balance to be great but they didn't tell them that the device would affect their balance. The shaking/balance never has been a bigger problem and they were frustrated. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient experienced on/off symptom control and wanted to know how long adjustments were supposed to last. The patient stated they were still having problems with freezing, their speech, and shaking of their right hand. The patient had a fall a couple of weeks ago however they had been experiencing on/off symptom control since implant. No further complications were reported as a result of this event.